Event description:
On (B)(6) 2022, a female patient underwent a bilateral, 2 level mild procedure. An epidurogram was performed at the level above using a 20 gauge touhy needle. The patient was reported to be of average size and weight and stopped all medications including anticoagulants 7-10 day before the procedure. The patient had issues of hypotension during the procedure and was treated with 20mg ephedrine and a 500ml bolus of fluid. The physician had some imaging issues due to the anatomy and seeing markers that resulted in using more that 15 minutes of fluoroscopy time. The patient complained of neurogenic claudication and back pain the next day ( on (B)(6)2022). An MRI was performed and showed "heterogeneous bilobed fluid collection in the dorsal epidural space along the dorsal thecal sac. Fluid collection represented post op hematoma given characteristics". The patients pain continued for 1 week when a surgical intervention for the subdural hematoma was performed on (B)(6) 2022. The surgeon did not find a dorsal epidural tear. There was an osteophyte noted on the facet going medially with a "small vessel above it that may have been injured during the procedure" - this was their best guess. The patient is reportedly doing well after the subdural hematoma was addressed. Off all pain medication and much better functionally. There is nothing in the information that was obtained that suggests any device malfunction contributed to this event. Patient selection (difficult anatomy) may have contributed to this event.